Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level of over 500 mg/dl. Customer was treated with intravenous saline and insulin and was released from the ER 8 hours later with no permanent damage. Reportedly, intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue.